Manufacturer narrative:
The oad and guidewire were returned for analysis. Visual examination confirmed that the guide wire was fractured at the distal end of the spring tip. The distal spring tip section was not returned. Scanning electron microscopy analysis shows evidence of torsion on the distal core wire fracture face. It is hypothesized that the driveshaft made contact with the spring tip, thereby causing the fracture. This is consistent with details reported to csi. The root cause of the failure is considered to be use not consistent with instructions for use. The instructions for use manual cautions: maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance. Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment in the left circumflex artery (lcx). The wire was placed in the distal lcx. Glideassist was used to advance the oad across a proximal lcx lesion for distal-to-proximal treatment. The crown jumped and encountered the distal wire when the oad was activated. The wire fractured. Some wire fragments were abandoned in the distal vessel. A stent was deployed over the affected area. A type a-b dissection was noted in mid lcx, and an unplanned stent was also deployed in that region. The patient was well at the conclusion of the procedure. In the opinion of the physician, the physician may have been focused on an area that appeared to be the crown but was not.